Manufacturer narrative:
(B)(4). Method: the complaint rt205 circuit was returned to fisher & paykel healthcare (B)(4) and the heater wire was tested for continuity. Results: the heater wire on the returned breathing circuit did not pass the continuity test as it was found to have high resistance that is outside of specification. Visual inspection revealed no damage to the returned breathing circuit. A lot check revealed no other complaints of this nature for lot 130124. Conclusion: the high resistance in the inspiratory limb heater wire has been found to be caused by intermittent connection between the heater wire and the connector pins. All rt205 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the complaint device was within specification prior to being released for distribution. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt205 adult inspiratory heated breathing circuit caused an alarm on a mr850 humidifier. This was found prior to patient use.